Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported a patient was harmed and the customer called to request assistance getting logs from the bedside monitor. The customer hung up prior to providing more information; therefore, attempts to obtain additional information will be attempted.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. The customer mentioned the time in question was (B)(6) 2024, between the hours of 10 am and 12pm with monitor mkg72-01. The customer reported upon further testing, the mx450 monitor was found to be operating normally. The rse requested for the logs to be further evaluated by an internal product support engineer (pse). The pse mentioned the logs showed the bed kg72-1 with monitor mkg72-1 alarmed several times between 10am-12pm on (B)(6) 2024. Many of the alarms were managed at the central station (phersv4), though at ~11:32am someone paused all alarms at the bedside. The device operated to specification. Box d : based upon updated information, product name changed from m3001al intellivue multi measurement server slcp to 866062 intellivue mx450 patient monitor.

Manufacturer narrative:
Box b : updated information, changed outcomes attributed to ae, from serious injury to death. Box b: updated information: changed event date, from 07/12/2024 to 07/08/2024.

Event description:
It was reported the customer called to request assistance getting logs from the bedside monitor. The customer hung up prior to providing more information and attempts to obtain additional information were unsuccessful. The key market has confirmed the device was not related to the patient expiration.